Event description:
It was further reported by the site that the event of abrupt closure was reported in error. No abrupt closure occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, an abrupt closure occurred. The 90% stenosed, 10mm long target lesion with a 3.5mm reference vessel diameter was located in the proximal right coronary artery. The lesion was treated with direct stent placement of a 3.5x12mm taxus liberte stent resulting in 0% residual stenosis. A post procedure lesion description referenced an abrupt closure. However, it was reported that post procedure timi flow was "3" and the subject was discharged 1 day later.